Manufacturer narrative:
Film evaluation results are: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant was not provided, and earlier post-implant films were not available for review and comparison. Contrast was seen along the right/posterior aspect of the stent graft at the proximal sac from a likely proximal type I endoleak. There is currently a marginal proximal seal with minimal stent graft apposition with the neck. It is possible that the proximal type I endoleak may have resulted from disease progression due to neck dilatation and angulation. The original stent graft location at implant is unknown; therefore stent graft migration cannot be ruled out.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately five years post index procedure, a CT revealed that there was a proximal type I endoleak involving the endurant stent graft bifurcate. There was contrast visible in the right posterior aspect of the aortic neck as well as within the aortic sac. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.